Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 control panel mrp 150/85. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He replaced the switch of the pump and was able to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 control panel mrp 150/85 was not working during procedure. There was no report of patient injury.